Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a wave one gold prime file separated about 1/2 way down in buccal of #4. Unable to bypass, referred to endo for further treatment.

Manufacturer narrative:
Customer returned one broken wgprime21 from lot number 0000207116. Using microscope visually checked file. No manufacturing defects or markings noted on file. Approximately 4mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned.